Manufacturer narrative:
Product complaint#: (B)(6). Date sent to the FDA: 5/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: was the sterility of the device compromised? Was the seal barrier of the packaging incomplete? What is the procedure name? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). The seal barrier was sealed into the suture package, meaning it did not seal onto the other side of the seal barrier. This makes me believe that it was incomplete, which then also questions the sterility of the package as the package was not sealed as intended. I am unsure of what the procedure was. Name and title of the external person providing answers to follow up is (B)(6), bsn, rn, phn: perioperative supervisor. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During unknown procedure it was noted that the suture was sealed into the outer packaging. As a result, the suture could not be considered sterile and was deemed unusable. No patient consequences. Additional information was requested.